Event description:
It was reported that the tip of the screwdriver shaft stardrive broke during the final tightening of the locking caps with the torque limiter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The inspection of the screwdriver in question revealed that the head broke off completely due to excessive torsion load. The inspection of the manufacture data and the tempering specification revealed that there were no deviations from standard specifications.